Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact and all buttons responded appropriately to user inputs; however, the bolus button activator was misoriented.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.